Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump rewinds properly. However, the insulin pump had an unexpected motor noise during rewind due to faulty motor. The insulin pump passed selftest. No missing segments noted. The insulin pump had worn out and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump is making a grinding noise during the rewind process, but she believes there is anything wrong with the insulin pump. The blood glucose reading was 146mg/dl. Reviewed the alarm history and found several low reservoir alarms. Assisted the caller to perform a self test and the customer stated that he insulin pump had missing segments during the self test. Performed the high pressure test, and the insulin pump did not alarm. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.